Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately eleven years post-implantation due to alleged elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted well-fixed cup and stem, no evidence of metallosis, pseudotumor, wear debris, osteolysis, or any other significant pathology. The head was removed and replaced with an active articulation system.

Event description:
It was reported that the patient's left hip was revised approximately eleven years post-implantation due to alleged elevated metal ion levels. Operative report noted well-fixed cup and stem, no evidence of metallosis, pseudotumor, wear debris, osteolysis, or any other significant pathology. The head was removed and replaced with an active articulation system.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.